Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported an internal dialyzer blood leak that occurred at the beginning of a patient¿s hemodialysis (hd) treatment. Additional details were obtained through follow-up with a registered nurse (rn) familiar with the event. The blood leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 400 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. As a precaution, the patient was administered an unknown volume of saline due to the blood loss. However, it was confirmed the patient had not displayed or complained of any symptoms due to the events. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was returned without the prepackaging pouch, and blood was noted throughout the device. The corporate provided adapter and blood port caps were attached to the dialyzer. No damage or visual irregularities were noted on the dialyzer. A bubble point leak test was performed on the returned sample. A leak was detected at approximately 320° on the cavity ID end, with the dialysate ports situated at 0°. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment flush with the polyurethane (pu) was identified at the leak location on the cavity ID end. An opposing end was not identified. Further examination of the complaint device did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported an internal dialyzer blood leak that occurred at the beginning of a patient¿s hemodialysis (hd) treatment. Additional details were obtained through follow-up with a registered nurse (rn) familiar with the event. The blood leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. No visible damage was observed on the dialyzer. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 400 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. As a precaution, the patient was administered an unknown volume of saline due to the blood loss. However, it was confirmed the patient had not displayed or complained of any symptoms due to the events. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.